Event description:
It was reported that a pump alarms for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the report system error 322 caused by a failed lower link switch. The lower auxiliary assembly will be replaced.